Manufacturer narrative:
This report is associated with (B)(4) biotene original oral rinse (savannah).

Event description:
Accidentally swallowed a tablespoon of product [accidental device ingestion]. Accidentally swallowed a tablespoon of product [accidental ingestion of drug]. Light headedness [light headedness]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number (B)(4), expiry date 28th february 2019) for dry mouth. Concurrent medical conditions included drug allergy (allergy to codeine), latex allergy, pollen allergy and grass allergy. On (B)(6) 2016, the patient started biotene original oral rinse (savannah). On (B)(6) 2016, less than a day after starting biotene original oral rinse (savannah), the patient experienced light headedness. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown and the outcome of the light headedness was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, accidental ingestion of drug and light headedness to be related to biotene original oral rinse (savannah). Additional details, the consumer reported adverse events of accidental ingestion of product and lightheadedness. The consumer stated she accidentally swallowed a tablespoon of the product and then felt lightheadedness which had not gone away. The consumer stated she had an allergy to codeine, latex, pollen, and grass.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number (B)(4), expiry date 28th february 2019) for dry mouth. Concurrent medical conditions included drug allergy (allergy to codeine), latex allergy, pollen allergy and grass allergy. On (B)(6) 2016, the patient started biotene original oral rinse (savannah). On (B)(6) 2016, less than a day after starting biotene original oral rinse (savannah), the patient experienced light headedness. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown and the outcome of the light headedness was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, accidental ingestion of drug and light headedness to be related to biotene original oral rinse (savannah). Additional details, the consumer reported adverse events of accidental ingestion of product and lightheadedness. The consumer stated she accidentally swallowed a tablespoon of the product and then felt lightheadedness which had not gone away. The consumer stated she had an allergy to codeine, latex, pollen, and grass. Follow up information was received on 29 august 2016 via returned consumer authorization form. The consumer reported that, she was very impressed by your interest in patient safety. She wanted only to ask if there were only side effects if biotene was swallowed. Contacting her health care professionals was over hill, since it did not feel a need to call them. The patient did not provide physician details. Hence, further follow up was not possible.